Event description:
A beckman coulter (bci) field service engineer (fse) reported that during an internal customer training class on the fc 500 flow cytometer, she nicked the tip of her finger with a flathead screwdriver while trying to open a difficult sample probe (on a metallic "c" clip that is used to hold the sample probe to the probe arm). This occurred during the maintenance module portion of the class when the instructor suggested using a screwdriver to push the probe out, though this was not part of the standard procedure. The fse's finger did not bleed from the shallow laceration produced by the slip of the screwdriver. The fse immediately washed her hands in the sink with antibacterial soap. She then went to employee health to see the nurse as per site protocols. The fse squeezed her finger to force herself to bleed to get a thorough cleaning of the small lacerated area. The nurse cleaned the wound and put on some antibiotic cream and a bandage. Human blood samples are run in the classroom (not for diagnostic purposes) obtained from the bci blood donor program. Immunotrol control products, cytocomp and cytotrol control products, chicken red blood cells and some cell culture samples (leukemia cells, tumor cells) are also run. The samples all pass thru the probe and the "c" clip is located approx 4 inches above the tip of the blunt sample probe.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. The root cause is the use of improper procedure and tools during instrument maintenance.